Event description:
It was reported that during the tka surgery, the surgeon could not lock the insert on the tibial baseplate because there was a little gap (lateral side) between the insert and the tibial baseplate. Therefore, he implanted a new insert (same size).